Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qjbeae, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture broke during use on the patient? Or did it broke upon handling/dispensing before use on the patient? During use. Procedure name? No further information is available. Event date? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was broken. There were no adverse consequences to the patient. No additional information was provided.